Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cramps, diarrhea, constipation and cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient went to the hospital and was under observation, however, it was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin and ceftazidime (1 g each, intraperitoneal, every night, duration was not reported) for peritonitis. On the same day, the patient returned home with the indication to repeat antibiotics. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on the same day as the event onset, the patient went to the hospital and was diagnosed with peritonitis. The cause of peritonitis was due to break in aseptic technique which was further specified as "patient did not use the mask during treatment". The patient was treated with cefazolin and ceftazidime (for 21 days and ip). Twenty-eight days after the event onset, the patient was recovered from the event. It was reported that the patient was retrained on the proper aseptic technique by the nurse. Should additional relevant information become available, a supplemental report will be submitted.